Manufacturer narrative:
Device evaluation: the ams 700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 performed within specification. Cylinder 2, however, had buckling folds present along with a hole due to input tube wear. The ams 700 momentary squeeze (ms) pump was visually inspected; the pump was not functionally tested due to contamination. The cylinder leak would result in a lack of device function, therefore confirming the reported allegation. The ams 700 spherical reservoir was visually inspected and functionally tested. There was a leak in the reservoir shell that was the result of fatigue at the corner of a fold. The reservoir leak would result in a lack of device function, therefore confirming the reported allegation. Additional manufacturer narrative: d4: model number: 72404156 lot number: 652234018 model description: reservoir 100 ml pc/iz

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was originally implanted in 2010. The ipp device was explanted because it was no longer working. A new ipp device was implanted. There were no further patient complications. It was further reported that the physician was not able to determine which component was not functioning. Only that there was a loss of function. The device issues began "some month ago." Additional information received states the device was explanted due to damage and fluid loss. "Intra-operatively it looked like rupture of left cylinder."

Manufacturer narrative:
Additional manufacturer narrative: model number: 72404156, lot number: 652234018, model description: reservoir 100 ml pc/iz.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was originally implanted in 2010. The ipp device was explanted because it was no longer working. A new ipp device was implanted. There were no further patient complications. It was further reported that the physician was not able to determine which component was not functioning. Only that there was a loss of function. The device issues began "some month ago." Additional information received states the device was explanted due to damage and fluid loss. "Intra-operatively it looked like rupture of left cylinder."